Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm history and functional testing identified the reported low battery alarm. The cause of the reported condition was determined to be a defective main battery. To address this issue the battery was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced a low battery alarm. There was no patient involvement. Additional information was requested and is not available.